Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 14-dec-2023. H6. Investigation summary: bd received 100 returned samples for investigation. A functional analysis was performed using 20 returned samples and 20 retained samples, which were draw-tested with deionized water. The indicated failure mode of overfill was not observed in any of the 40 tubes. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint was unable to be confirmed for indicated failure mode of overfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes are overfilling. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes are overfilling. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.